Event description:
Lead warning/polarity switch on (B)(6) 2017. Lead programmed unipolar. Lead implanted in 1983 per mdt records. 7554 ventricular high rates most recent on (B)(6) 2020, 3 sec, 180 bpm. Over sensing noted causing false recorded episodes .. " lead manufactured by unknown. Case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).